Event description:
During evaluation at bench repair, it was identified that the intellivue mx40 had no audio. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24 sept 2016; therefore, no UDI is required. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the device had no speaker sound during start up testing. It was determined that the speaker was defective. The customer was previously provided a replacement device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.